Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas e411 disk. Prior to patient testing, the customer confirmed the estradiol qc results were within the acceptable ranges. The patient's initial estradiol result with the primary sample tube was not reported outside the laboratory. The customer did not believe the initial result and poured the sample into a sample cup and repeated it. The patient's initial estradiol result was 5.00 pg/ml with a data flag. The patient's repeat estradiol result was 371.8 pg/ml. The customer determined the repeat result was correct. The estradiol reagent lot number was 566726 with an expiration date requested but not provided.

Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and no abnormalities were found. The investigation is ongoing.

Manufacturer narrative:
The customer's qc and calibration were acceptable. The investigation reviewed the system's alarm trace and a conspicuous event was observed. The field service representative evaluated the instrument but did not find any issues. He made adjustments to the sample probe and ensured it was working properly. He also checked the liquid level detection voltage and performed preventative maintenance. The investigation did not identify a product problem. The cause of the event could not be determined.